Event description:
Boston scientific received information that during a routine device check, this right atrial lead was noted to have tripped a lead safety switch (lss). Impedance was sampled in clinic and was normal and consistent with numbers since implant. The arrhythmia logbook was reviewed and numerous atrial-tachy responses from oversensed noise were present. Noise had not been observed on the lead prior to the lss. In unipolar configuration, farfield oversensing of ventricular activity was also observed. There were no adverse patient effects. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 72 millimeters (mm) from the terminal pin; the proximal segment was returned. A thorough evaluation of the lead segment was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
A portion of the lead was later returned for analysis.